Event description:
It was reported that the customer received a low battery message. She tried three different batteries and none worked. The customer also received an unexpected restart alarm on the insulin pump and declined troubleshooting for this. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.